Event description:
Revision surgery - due to dislocation

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2021-00753; 400-03-363, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.